Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing thresholds and high impedance. The lead was explanted and replaced. No patient symptoms or additional information was reported.